Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in italy reported on behalf of a healthcare facility that the peep valve and the pip valve of an r900 neopuff infant resuscitator were faulty. There was no reported patient involvement.

Event description:
A distributor in italy reported on behalf of a healthcare facility that the peep valve and the pip valve of an r900 neopuff infant resuscitator were faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) method: the complaint rd900 neopuff infant resuscitator was returned to a fisher & paykel healthcare (f&p) subcontractor in italy, where it was inspected, by a trained service technician. Results: visual inspection of the complaint (B)(4) neopuff infant resuscitator revealed no damage. Performance testing of the device could not replicate the reported malfunction and the device was working as intended. Conclusion: we are unable to determine the cause of the reported event as there was no fault found with the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.